Event description:
It was reported that the pulse generator was found to be in backup vvi when the patient presented to the hospital for unrelated reasons. The hardware elective replacement indicator byte could not be obtained. Due to telemetry corruption, further troubleshooting could not be performed. The pulse generator was explanted and replaced due to unresolved backup vvi status.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.